Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported with the use of the bd vacutainer® citratetube there was an issue with leakage. It was stated ¿some coagulation tubes (ref. 367714) are larger than other tubes. It's random in the same lot.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective glass molding with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and defective glass molding was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for defective glass molding with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® citratetube there was an issue with leakage. It was stated ¿some coagulation tubes (ref. 367714) are larger than other tubes. It's random in the same lot.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer citratetube there was an issue with leakage. It was stated ¿some coagulation tubes (ref. (B)(4)) are larger than other tubes. It's random in the same lot.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.